Event description:
Device malfunction: failure to encapsulate the filter prior to removal, entanglement of epd and stent. Symptoms / ae: placement of a second unplanned stent. Time of malfunction and ae: during the procedure. It was reported that during a right internal carotid artery stenting procedure, during attempted capture of the emboshield embolic protection device (epd), there was a failure to advance the recovery catheter through the stent. The recovery catheter was removed from the anatomy. The filter was then attempted to be removed open without capture; however, upon removal of the filter, the filter entangled with the rx acculink stent pulling the stent into the right common carotid. The filter disentangled in the common carotid and was removed in an open position from the patient's anatomy. The rx acculink in the common carotid was postdilated with good apposition to the vessel wall. A second rx acculink was deployed to cover the target lesion and an xact stent was deployed between the two stents. The final angiography showed good results. There was no adverse patient sequelae reported. One day post procedure, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Incorrect removal of the embolic protection device. Study event. Evaluation summary: the customer reported the device was discarded. The lot number was provided. As per emboshield instructions for use (IFU) precautions, it states, "if the filtration element moves into the stented segment prior to retrieval, do not retrieve within the stent. Advance the centering catheter so that its tip opposes the proximal portion of the filtration element and gently push the filtration element distally until it is situated in an unstented portion of vessel. Retrieval can then proceed." Additionally, per the rx acculink IFU warning, it states, "if a filter-based embolic protection system is used, allow for and maintain adequate distance between the filter and the stent delivery system or deployed stent to avoid potential entanglement. If filter basket entanglement or basket detachment occurs, surgical conversion or collapsing the basket with a second stent should be considered." A root cause could not be determined. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.